Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the threads inside the nail are stripped and it showed damage on the outside, which possibly happened during extracting the nail.DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a femoral nailing procedure the targeting jig separated from the nail and was unable to be reconnected. Because of this the nail was removed with an extractor set, causing a 60 minute delay in the procedure, and a different implant was used to complete the procedure. No additional patient consequences were reported.